Manufacturer narrative:
Note: product reference 4436946 not cleared for sale in the USA, but this reference has the same catheter as the product reference 5436946 cleared under #510k130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other incident has been declared on this batch of access ports. Investigation results: a celsite st305p access port from batch 36919807 has been returned for evaluation. The catheter received measures 27 cm. It is not ruptured. An injection test has been through the assembled access port. No leakage has been detected. Dimensional measures: all the measurements comply to the specifications. Conclusion: the complaint is not confirmed. The returned device does not present any defect. Its catheter is not damaged, not ruptured. The elements in possession do not allow to explain the leakage observed at 14 cm on the patient. No corrective action is envisaged.

Event description:
On (B)(6) 2017, at 10:30 the patient received implant of celsite access port for infusion of chemotherapy. After implantation, sphenoid wing needle catheter was connected to the port. The procedure was uneventful and the patient was discharged. On (B)(6), the patient was hospitalized again for chemotherapy on (B)(6). At 11:38, sphenoid wing needle catheter was placed. When testing blood draw, there was blood in catheter. During infusion, it was found that fluid extravasated from the incision of implant at neck. The nurse reported to doctor in charge. Infusion was stopped. On (B)(6), when trying to infuse normal saline via access port, there was blood oozed from the incision. After reporting to doctor, angiography was performed at 14:30. Leaking of contrast agent was detected from a rupture on catheter about 14 cm distant from the infusion chamber of celsite. At 17:20, operation was performed and celsite was explanted.